Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that surgical intervention may be undertaken to revise the ipg pocket site.

Event description:
Surgical intervention was undertaken on 8feb2023 in which the ipg pocket was revised to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.